Event description:
It was reported that a pt underwent an intraperitoneal onlay mesh umbilical hernia repair procedure in 2009. Concurrently, extensive adhesiolysis was also performed. The pt developed an acute abdomen three days after the initial surgery and underwent a relaparoscopy. The abdomen was found to be clean with no perforation and cultures were taken. The pt was placed on antibiotic therapy.

Manufacturer narrative:
Date sent to the FDA: 10/08/2009. Acute abdomen. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.